Manufacturer narrative:
Updated fields: b4, d9(device available for eval and date return to manufacture), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d1(brand name), d4 (expiry date, lot number, UDI number), e3. The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and a leak was observed at the rear seal of the membrane. The reported problem was most likely triggered by a leak in the iab which was found on the rear seal of the membrane. This damage occurred after shipment of the device. The DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. Each iab is leak tested twice before being released. The root cause of leak at the rear seal area cannot be determined, as it occurred after shipment of the device and was out of getinge's control. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID# (B)(4).

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h6 (type of investigation), h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that ballon catheter intra-aortic balloon (iab) had an alarm "catheter inspection required" occurred. There was no harm reported.